Manufacturer narrative:
Return requested. Replacement axiem 4port system shipped to site 07/20/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, there was no issue with recognition during procedure set-up, registration, and transfer to the aseptic field. After the craniotomy, the emitter indication unexpectedly became red in color and there was no response. Emitter details window displayed, "fault-axiem system error cycle power on axiem box" was indicated in the axiem box, and "fault-low drive current please contact technical support" was displayed on the emitter. The navigation system was re-started, and the socket was changed. As insufficient battery voltage current was suspected, power from another room was obtained, however, the issue persisted. The surgeon opted to discontinue the use of the navigation system to continue and completed the procedure without navigation. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.